Event description:
It was indicated that a patient on "normal cycling" stimulation had reduced seizures, and no noted issues with vns. A day after a 0.5ma increase in output current from 1.5ma to 2.0ma, the patient developed secondary generalized clonic seizures on the left side of her face and was hospitalized due to status epilepticus. The vns was suspected to be the cause of the status epilepticus. The vns was turned off, and the patient no longer had generalized tonic clonic seizures. The seizures gradually decreased and subsided after one day. The vns remained off for two days, and then was turned back on and slowly titrated. It was noted that the patient's condition has been stable with medication and vns. No further relevant information has been received to date.

Event description:
The most recent settings were provided as: output current = 1.5 ma / magnet output current = 1.75 ma / on time = 14 sec / off time = 1.1 min. No further relevant information has been received to date.